Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore, the investigation is limited to only the user facility information. The catheter tube is made up of ethylene tetrafluoroethylene (etfe) which has a high tensile strength and will not break when strong force is applied. Prior to shipment, qc performs outgoing inspection and testing, based on visual, sensory and functional evaluation. Only lots that have passed the quality requirements are shipped. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the investigation, the reported event was caused by the nurse when the catheter was accidently cut from the hub using a blade. Additionally, no other information was provided about the involved device. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the involved i.v. Catheter was cut with a blade. Follow up communication with the user facility on 03/27/2017 reported: the nurse used a tpc i.v. Catheter 20g sl type non-radiopaque on the patient and the nurse opened the dressing and shaved the patient's arm around the site of the i.v. Catheter; it was then when the accident occurred, the nurse accidently cut the catheter from the hub with the blade and the catheter segment went into the patient's arm; and in order to locate the catheter segment, the patient had undergone an ultrasound and a CT-scan with an injection of contrast media but was unable to locate the catheter segment. Additional information received on 03/31/17: the patient is still stable and the catheter segment is still in the patient's vessel.